Manufacturer narrative:
Analysis: returned device evaluation shows a cause for the reported regurgitation has not been determined. Based on the hydrodynamic testing and high speed video evaluation, the valve performs as expected. High speed video analysis shows the valve leaflets coapt with no gapping or leak noted. And the regurgitation levels detected during functional testing are slightly less than the expected range, as compared to the clinical control group of the same size and model valves. Inspection shows the valve leaflets are flexible and intact. Results of the echo review indicate low ultra-aortic pressures could have contributed to incomplete leaflet closure in vivo. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient event, valve was abandoned at implant. Device evaluated and alleged failure could not be duplicated; an exact cause has not been determined for the reported regurgitation.

Event description:
Information received indicates the valve was abandoned at implant due to regurgitation. During the rinse cycle, the nurse saw one leaflet not moving, but did not report it before passing the valve to the surgeon. Echo review showed regurgitation and inspection discovered one leaflet would not coapt. The device was replaced during the case with no patient complication reported.